Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed insulin leaking from the ilet at the luer connector when removing a low cartridge after changing the infusion set, and the user experienced sustained hyperglycemia requiring a corrective subcutaneous insulin injection; the plunger was noted fully advanced and the user was guided through the cartridge fill and supply change. Symptoms included feeling worn out. Outcomes included no hospitalization, no professional medical intervention, and no reported ketone testing. Investigation included collection of event details and return of the luer connector for evaluation. Investigation of this case revealed an unclear cause of hyperglycemia associated with a reported leak at the luer connector, with no confirmed device damage identified by the user. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.